Manufacturer narrative:
13-nov-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via phone and stated that the metal part that was attached to the rotating part of the brush head became detached in her mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the metal part that was attached to the rotating part of the brush head became detached in her mouth. No injury was reported.